Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the "buttons "0" & "1" are not functioning properly" with an intermittent keypad response, which was experienced during evaluation. It was found to be caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. (B)(4).

Event description:
It was reported that a spectrum pump's buttons "0" & "1" are not functioning properly. It was also reported there was no patient involvement.